Manufacturer narrative:
The device was returned. The device was received in two pieces. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The analysis report is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4) this device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure, there was rupture of the extremity of the stent after delivery during the withdrawal of the material. There was no patient consequence was reported. The device will be returned for analysis.

Manufacturer narrative:
A report was received that a 7 x 200mm 120cm smart flex vascular stent delivery system (sds) ¿ruptured¿ during the withdrawal of the device after an unspecified interventional procedure. There was no reported patient injury. Attempts to obtain additional information regarding the patient, vessel characteristics and procedural details have been unsuccessful. A non-sterile unit of smart flex 7x200 vas, 120cm was received inside of a plastic bag. The inner member was received in two pieces (separated section 39.5 cm) with several damages such as kinks and compressed conditions observed on the separated section. Dried blood residuals were observed on the entire device. The bent condition was observed on the body at 97cm from the distal tip. The stent was not received for analysis. The sds was inspected under the vision system. During this analysis, the hypotube was moved from the body/valve and elongations were observed on the tip end of the inner member and on the separated section. Sem analysis of the member revealed evidence of elongation at the areas surrounding the separated areas. The elongations observed presented evidence of a plastic deformation as a product of an application of a tensile force that induced the separation. No other issues were found. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent ¿ fractured/separated-in patient¿ event could not be confirmed since the stent was not received. However visual analysis of the returned device did reveal evidence of an inner member separation. Based on the results of the sem analysis, the most likely cause of this event is an application of tensile force. Therefore procedural factors may have contributed to this event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment has been initiated to address this type of issue.